Event description:
It was reported that post "idet" the pt's legs became red and swollen. The pt was readmitted to the hosp and following treatment of an epidural infusion the pt showed a marked improvement. Physician suggested the problem is sympathetic damage" and thinks it will resolve itself. No further complications have been reported.